Event description:
The patient had reported in 04 that their metr would keep giving the error 1 message. This issue was not resolved with troubleshooting. Their testing technique was correct and the battery compartment was in good condition. They were asked to clean the meter and then retest, but the issue still persisted. They did not receive any medical attention or treatment and no further clinical information were provided. This case is reported as a meter malfunction since the error 1 issue was not resloved.